Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer's blood glucose level was 374 mg/dl. Customer reported that they were having trouble hearing the beeps. The troubleshooting was performed. Customer performed a self test. Insulin pump did not beep during the tone test. Customer also stated that the insulin pump had failed battery test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced. The insulin pump will be returned for analysis.